Manufacturer narrative:
Voluntary medwatch number (B)(4) was received on 08dec2023. A1/d4 - patient and device information was requested but not provided. Manufacturer's investigation conclusion: the reported modular cable complication could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The modular cable was not returned for evaluation. The lot number or other identifying information of the modular cable was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. The IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The patient handbook instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient arrived at the clinic on (B)(6)2023 with a complication with the driveline. The modular cable was replaced.

Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date cannot be determined. The primary UDI number is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: related report number was added.